Event description:
It was reported that during regular follow up, an increase in pacing lead impedance and capture threshold were observed. A decrease in sensing was also noted. Patient was asymptomatic. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped and replaced.